Event description:
It was reported that the patient presented into the clinic with redness and irritation around the pocket. The physician determined that the patient had developed an infection. The system was explanted and replaced. Patients condition was stable.

Manufacturer narrative:
Evaluation description: analysis was normal. No anomaly was found.